Event description:
The patient reportedly experienced itching due to the internal stitches and inflammation was noticed at the surgical site. The inflammation was due to the patient scratching at the site. The patient had their stitches removed in the ER and they were noted to be nylon. Healing was reported to be good. Prophylactic medication was also provided to the patient for the inflammation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H6 health effect, clinical code: code e2402 utilized; appropriate term ¿itching¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event). H6 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event).